Event description:
It was reported that the ivus catheter was used in a lesion with 100% occlusion in sfa, severely calcified and vessel was slightly tortuous. The catheter was inserted from the groin approach by using 6f guiding catheter as backup. The error message "no catheter" appeared while imaging at the lesion. A second catheter (product unknown) functioned as intended and accomplished the ivus procedure. There was no report of patient injury or adverse event. During examination of the returned catheter it was observed that the distal shaft including the transducer and the distal tip were missing.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this type of failure mode within this lot. During the examination of the ivus catheter it was observed that the distal shaft including the transducer and the distal tip were missing. Since the ivus catheter was received in damaged condition, functional test could not be performed and the reported complaint of "no catheter" could not be confirmed. Based on the physical examination of the device, it appears that the guidewire was bounded to the catheter. When sufficient force is applied in attempting to remove the guidewire from the catheter it could result to shaft separation. In the event that a portion of the catheter was left inside the patient, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. The missing portion of the ivus catheter was very noticeable and the physician would have reported it. It is more likely that the separation occurred after clinical use or handling during the return of the device to the manufacturer. (B)(4): the manufacturer IFU provides sufficient instruction on both how to load the catheter over the guidewire and how to address issues of guidewire binding. It was reported that there was no patient injury occurred; a new catheter was used and accomplished the ivus procedure. Additional information was obtained indicating that the physician did not observe any damage and was not aware whether there was missing part when the ivus catheter was removed from the patient. It was also reported that the physician is not claiming that the ivus catheter was stuck in lesion or to any device used during the procedure. No further action is required.